Manufacturer narrative:
H.6. Investigation: customer returned photos of syringes from lot # 7345580. Customer states that the rings are no longer in the sample place, the stopper can be damaged, the scale on the syringe is not printed properly, which cause inappropriate volumetric accuracy, and the syringe is bent. The attached photos were examined and one syringe exhibited a bowed barrel. However, no damaged stopper was observed and no defects to the printing of the scale markings was observed. It is difficult to determine if the scale markings are printed in the correct location on the barrel and to determine volumetric accuracy solely from the attached photos. A review of the device history record was completed for batch # 7345580 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There were two (2) notifications [(B)(4)] noted for missing zero line. There were three (3) notifications [(B)(4)] noted for missing print. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bowed barrel). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (volumetric accuracy, defective scale, damaged stopper). Possible root cause for bowed barrel: molding: processing issue (parts were blocked and associate didn't back off the plastic infeed, water problems, overpacking, etc.). Material handling (duration of components being stored in totes).

Event description:
It was reported that bd micro-fine¿ insulin syringe needle had incorrect printed scale marking and exhibited volumetric inaccuracy. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle had incorrect printed scale marking and exhibited volumetric inaccuracy. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: medical device manufacturer: bd medical - diabetes care.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle had incorrect printed scale marking and exhibited volumetric inaccuracy. No serious injury or medical intervention was reported.